Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set site fell out while the customer was sleeping. All the supplies were changed to address the reported issue and insulin delivery was resumed. The customer's blood glucose (bg) level was 300 mg/dl. The bg level was addressed with a bolus via the pump. Tandem's technical support was unable to obtain the infusion set information.